Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent cesarean delivery for arrest of descent. A fetal pillow was felt to have been properly used according to manufacturer's instructions. Newborn was noted at birth to have a depressed skull fracture with a shape of the indentation that could have reflected pressure from the fetal pillow. It could not be determined whether the fracture resulted from pressure from the fetal pillow, from the forces of labor, or from the operator's hand that was used to elevate the head from the maternal pelvis and through the hysterotomy. 1216677-2026-00031 fp-010 fetal pillow (B)(4).